Manufacturer narrative:
(B)(4). As reported, the issue occurred after implantation of the prosthetic valve. The patient's aortic wall was damaged due to contact of the valve stent posts at the time of closing the aorta. The device was successfully replaced with a smaller sized valve. There has been no allegation of device malfunction or deficiency. It has been determined that this event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation as it was discarded by the customer. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that this 21mm aortic pericardial valve was explanted at implant due to aortic injury. This device was originally implanted to correct aortic stenosis. There was no problem detected at implant. After implant, patient¿s aortic wall got damaged due to contact of stent posts at the time of closing the aorta. The device was explanted and replaced with a smaller size 19mm edwards valve of the same model while the patient was on bypass. There were no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital.